Event description:
It was reported that: manta lock in the tract. Bleeding on the surface. Extravasation on post angio. Had to balloon and put in a covered stent. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vsi/teleflex indicating low-positioned access with a low bifurcation. Radiopaque lock positioned far from the access. Stent placed over the access site. The device lot history record review indicated a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. The patient was a 75-year-old female with a bmi of 40. Low-positioned access was gained utilizing ultrasound guidance and micro puncture. Arteriotomy was greater than 6mm, with moderate calcification, posterior wall calcification, and a depth measurement of 8.5cm. No issues were encountered advancing or withdrawing the 14f in-line procedural sheaths. Following the tavr procedure, an 18f manta was deployed for closure in the left common femoral artery. Following deployment, pulsatile surface bleeding was present, and immediate manual pressure was held. A post-procedure angiogram revealed an unsuccessful closure. Extravasation was present and the radiopaque lock appeared to be in the tissue tract. Balloon angioplasty was applied to tamponade and a covered stent was deployed, successfully achieving hemostasis. The cause of the unsuccessful closure is likely due to the tract deployment. The root cause of the tract deployment is potentially due to user error in poor patient selection. The patient presented with a bmi of 40, potentially having a pannus that likely had to be taped back. If the pannus was moved or pulled back, it likely created deeper access which altered the deployment depth for manta. The manta instructions for use warns not to use manta if the patient has marked obesity (bmi >40 kg/m2). However, it is inconclusive for this event due to insufficient information regarding the initial and deployment procedures, patient conditions, and environment, and no device was submitted for investigational purposes. The IFU additionally lists precautions: in the event bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, apply balloon pressure, place a covered stent, and/or surgical repair to obtain hemostasis. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed, and tract deployment is a known risk. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: manta lock in the tract. Bleeding on the surface. Extravasation on post angio. Had to balloon and put in a covered stent. Additional information has been requested from the account.

Event description:
It was reported that: manta lock in the tract. Bleeding on the surface. Extravasation on post angio. Had to balloon and put in a covered stent. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vsi/teleflex indicating low-positioned access with a low bifurcation. Radiopaque lock positioned far from the access. Stent placed over the access site. The device lot history record review indicated a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. The patient was a 75-year-old female with a bmi of 40. Low-positioned access was gained utilizing ultrasound guidance and micro puncture. Arteriotomy was greater than 6mm, with moderate calcification, posterior wall calcification, and a depth measurement of 8.5cm. No issues were encountered advancing or withdrawing the 14f in-line procedural sheaths. Following the tavr procedure, an 18f manta was deployed for closure in the left common femoral artery. Following deployment, pulsatile surface bleeding was present, and immediate manual pressure was held. A post-procedure angiogram revealed an unsuccessful closure. Extravasation was present and the radiopaque lock appeared to be in the tissue tract. Balloon angioplasty was applied to tamponade and a covered stent was deployed, successfully achieving hemostasis. The cause of the unsuccessful closure is likely due to the tract deployment. The root cause of the tract deployment is potentially due to user error in poor patient selection. The patient presented with a bmi of 40, potentially having a pannus that likely had to be taped back. If the pannus was moved or pulled back, it likely created deeper access which altered the deployment depth for manta. The manta instructions for use warns not to use manta if the patient has marked obesity (bmi >40 kg/m2). However, it is inconclusive for this event due to insufficient information regarding the initial and deployment procedures, patient conditions, and environment, and no device was submitted for investigational purposes. The IFU additionally lists precautions: in the event bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, apply balloon pressure, place a covered stent, and/or surgical repair to obtain hemostasis. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed, and tract deployment is a known risk. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Corrected data: codes added.